Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found internal insulation abrasions at 18.5 cm - 19.5cm and 31.5cm - 33.5cm from the distal end. (B)(6). No complaint received with return of device. Failure (event) observed during analysis.